Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected info: d4 UDI.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary : the product was returned to ethicon for evaluation. One needle and one suture outside the winding former were received for analysis. Product code sxpp1a405. Upon initial inspection of the returned sample, no issues related to breakage suture were observed. However it was noted that the needle was detached from the suture. In further investigation, the needle was examined, and it was unused and lacked of swage area. The suture was inspected. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lumbar posterior approach orthopedic procedure (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the lumbar posterior approach orthopedic surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.